Manufacturer narrative:
No run malfunction was observed and the instrument was working within design specifications. Internal control results were valid and successful. An internal review of qc release data for the affected lot number confirmed the lot successfully met the established qc release specifications. A review of the provided data indicated that the alleged sample is at the limit of detection. The target concentration was likely at or near the analytical sensitivity of the assay, resulting in no target detected. The investigation did not identify a product issue.

Manufacturer narrative:
The serial number of the gm eplex base unit is (B)(6). A review of the raw data for the run showed robust internal controls. The generated signal was below the threshold for the enterococcus faecalis target and no signal was generated for the enterococcus target. The investigation is ongoing.

Event description:
The initial reporter stated they received a false negative enterococcus faecalis result for one patient sample tested with the eplex blood culture identification panel - gram positive (bcid-gp) panel on a gm eplex base unit. The assay did not detect any targets. The original gram stain of the sample showed gram-positive cocci resembling streptococcus. The blood agar plate of the sample had gamma streptococcus-like colonies consistent with enterococcus.